Event description:
It was reported that a new ilet user experienced hyperglycemia after announcing breakfast, with blood glucose reaching 340 mg/dl and remaining above 180 mg/dl for about three hours, while no alerts for prolonged severe hyperglycemia occurred and no backup therapy, ketone testing, medical intervention, or assistance was used. Symptoms included headache, thirst, and reduced motivation. Outcomes included no reported long-term health impact and no hospitalization. Investigation included troubleshooting and user education on meal announcements and the importance of consistent meal patterns during system learning. Investigation of this case revealed no device malfunction or component failure and no external contributing factors identified, with glucose levels declining during the call. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.